Event description:
It was reported that the lead exhibited unstable impedance and noise. The patient alert had triggered, but the patient did not hear it. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.